Event description:
The nurse reported that the central nurse's station (cns) was in communication loss with a patients bedside monitor, they are able to see all of the patients information on the bedside monitor but not on the central nurse station, only receives a prompt that reads "communication loss at the cns". No patient harm reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) was in communication loss with a patients bedside monitor, they are able to see all of the patients information on the bedside monitor but not on the central nurse station which only receives a prompt that reads "communication loss at the cns". The nurse reported that the issue has since been resolved but could not provide any more information as to how it was resolved. No patient harm reported. Additional device information: concomitant medical device: the following device(s) was used in conjunction with the cns: bsm: model # ni, serial number: ni, manufacture date: ni, UDI # : ni. 07/15/2021 contacted customer by phone who stated that the issue was resolved, they did not know how it was resolved and they did not have any patient demographics of the patient that was involved or the specific model or serial number of the bedside monitor that was in use at the time of the event.